Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.03 in length. No other cable damage was found. Additional observation found a conductor wire broken at the distal clevis hub. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure that a wire hanging out separated on the fenestrated bipolar forceps. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.